Event description:
There was an allegation of questionable total protein (tpuc3) result for a urine sample from one patient using the cobas 8000 c702 module. The initial result was 672 mg/l. The customer felt that the albumin (albu)/total protein (tpu3) ratio was incorrect and the sample was repeated. The repeat results were 94 mg/l, 101 mg/l, and 92 mg/l. The questionable result was not reported outside of the laboratory. The result of 94 mg/l was believed correct.

Manufacturer narrative:
The total protein reagent lot number was 767916. The expiration date was not provided. Quality control results prior to and after the event were acceptable. The fields service engineer replaced the photometer lamp and the customer had no further issues. The investigation determined these service actions resolved the issue.